Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the lung in a lung procedure, surgeon was able to press the green button but could not squeeze the handle. The device was not able to fire. Surgeon replaced the handle and reload to resolve the issue. No patient injury.